Event description:
After the clot retrieval device was inserted into the clot. While attempting to retrieve the clot, the clot retrieving device became separated from the delivery catheter. Dates of use: 2009. Diagnosis or reason for use: clot retrieval.